Event description:
Reportedly, on (B)(6) 2025 before implantation, the automatic implant detection parameters were changed: safer set at no, and atrial/ventricular pacing were set at bipolar. During the implantation, there were several scares when connecting the ventricular lead, as the patient had two pauses, one of 7 seconds and another of 14 seconds, during which the patient syncopated and had to be resuscitated. Both leads were tested with medtronic's psa before connecting them to the pacemaker, and the values were adequate for detection, threshold and impedance. The physician does not understand why the pacemaker did not pace the ventricle when it was connected, so please check it to see what could have happened. Finally, the pacemaker was programmed to ddd and bipolar stimulation, and the patient is doing well and the device appears to be working properly.

Manufacturer narrative:
The UDI is unknown for now. Once it is retrieved, a new MDR report will be provided. The conclusions are as follows: the patient files analysis led to the following observations: - the implantation has been declared on (B)(6) 2025 at 15:05. At that time, the polarities were still programmed in unipolar. - the automatic implantation has been forced by the user during the confirmation of implantation phase while the unipolar ventricular lead impedance measurements failed twice. - episodes of oversensing inhibiting ventricular pacing were seen between 15:06 and 15:14. - afterwards, the polarities were programmed in bipolar between 15:19:50 and 15:28:47. - the most likely hypothesis is that the polarities were not programmed in bipolar while the device was not yet in the pocket explaining why the ventricular pacing was disturbed. Based on the available data, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown for now. Once it is retrieved, a new MDR report will be provided.

Event description:
Reportedly, on (B)(6) 2025 before implantation, the automatic implant detection parameters were changed: safer set at no, and atrial/ventricular pacing were set at bipolar. During the implantation, there were several scares when connecting the ventricular lead, as the patient had two pauses, one of 7 seconds and another of 14 seconds, during which the patient syncopated and had to be resuscitated. Both leads were tested with medtronic's psa before connecting them to the pacemaker, and the values were adequate for detection, threshold and impedance. The physician does not understand why the pacemaker did not pace the ventricle when it was connected, so please check it to see what could have happened. Finally, the pacemaker was programmed to ddd and bipolar stimulation, and the patient is doing well and the device appears to be working properly.